Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07406. The patient received two leads with the same lot number. It was reported the patient had been in an automobile accident in (B)(6), and no longer could feel the stimulation. The patient reported he had experienced jolting sensations in the past. The sjm representative met with the patient and determined all contacts on the leads had invalid impedances. The physician opted to replace both the leads and the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.